Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was the event was reported as due to a skin allergy. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal fortum injection (500mg as start dose, 250mg each bag, ongoing, frequency not reported), vancomycin injection (1g, once in 3 days, ongoing, route not reported) and intraperitoneal heparin injection (1000u each bag, ongoing, frequency not reported) for the event. Three days after being hospitalized, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.